Manufacturer narrative:
This case was initially received via regulatory authority (FDA, reference number: mw5068866) on 24-apr-2017. The most recent information was received on 08-may-2020. This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain everywhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant) and hypothyroidism ("hypothyroidisam"). At the time of the report, the pain and hypothyroidism outcome was unknown. The reporter provided no causality assessment for pain with essure. The reporter considered hypothyroidism to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 8-may-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority (FDA, reference number: mw5068866) on 24-apr-2017. The most recent information was received on 20-mar-2020. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. This spontaneous case was reported by a lawyer and describes the occurrence of pain ('pain everywhere') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pain (seriousness criterion medically significant) and hypothyroidism ("hypothyroidisam"). At the time of the report, the pain and hypothyroidism outcome was unknown. The reporter provided no causality assessment for pain with essure. The reporter considered hypothyroidism to be related to essure. Quality-safety evaluation of ptc: based on the technical assessment, neither sample nor lot number was provided therefore, the quality unit was unable to conduct a review of the manufacturing batch record or perform a sample investigation. The quality unit was unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time because there was no event reported which indicates a new technical failure mode for the device. A ptc investigation cannot be performed as no batch number or sample have been provided thus resulting in an unconfirmed quality defect. Most recent follow-up information incorporated above includes: on 20-mar-2020: social media received, new event hypothyroidism added. New reporter added. Potential legal case. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.